Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, the stent moved on the balloon. Vascular access was obtained via the radial artery. The 90% stenosed, 16mm in length, severely tortuous and severely calcified lesion was located in the 4mm in diameter left circumflex coronary artery. This 20x4.00 omega stent delivery system (sds) was selected; however, it was observed under fluoroscopy the stent move on balloon during the advancement of sds inside the patient. The device was removed from the patient and the procedure was completed with a 3.5mmx22mm non-bsc device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the balloon was tightly folded with the stent moved 3cm proximal of the proximal markerband. The proximal end of the balloon was bunched. The inner shaft was buckled distal of the distal markerband. The inner shaft was stretched and twisted 3mm ¿ 4mm distal of the bi-component weld. The exit notch was damaged. The distal tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, the stent moved on the balloon. Vascular access was obtained via the radial artery. The 90% stenosed, 16mm in length, severely tortuous and severely calcified lesion was located in the 4mm in diameter left circumflex coronary artery. This 20x4.00 omega stent delivery system (sds) was selected; however, it was observed under fluoroscopy the stent move on balloon during the advancement of sds inside the patient. The device was removed from the patient and the procedure was completed with a 3.5mmx22mm non-bsc device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved u.s. Device.